Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.0 for mechanical circulatory support. The patient was an emergent transport by acute myocardial infarction. Although it was admitted that the left ventricle could be stretched, it was difficult to respond urgently, therefore extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) were inserted and transferred to the hospital. It was noted emergency left ventricular closure surgery would be performed after surgery to replace iabp with impella 5.0. The impella 5.0 was successfully placed and approximately five days after start of support, an alarm triggered for increase in purge pressure. The cassette was replaced without change. Therefore, heparin was increased 5000 units to 25000 units. Approximately three days later it was noted the doctor determined that the patient could withdraw from ECMO, but the function of the right ventricle could not keep up and gradually deteriorated. Further noted, the patient also had multiple cerebral infarctions, and aggressive treatment was abandoned. The patient expired the next day, and additional information noted the impella was not related to the cerebral infarctions. No further details were provided. There is not enough evidence to exclude impella as an associated factor in the patient's demise. Patient had multiple cerebral infarcts despite any best efforts, which may be unlikely related to the impella device used given the noted challenges the patient had. There are not enough details surrounding this adverse experience. Additionally, there was also high purge pressure which is a product malfunction and cannot exclude this from the outcome of demised.